Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and was not flushable during the procedure. The device evaluation was completed on 05-aug-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 06-aug-2024, noted a correction to the 3500a initial in the h11. Additional manufacturer narrative section. Should have included the following: d4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav catheter and was not flushable during the procedure. The pentaray nav catheter was not flushable during the procedure. The physician tried to flush the catheter manually with an injection, but this did not help. They switched to a new pentaray nav catheter. The procedure was delayed 2 minutes. No patient consequence reported. Additional information was received on 23-jul-2024. The issue was noted during the device being used on the patient. The suspected device for the reported flow/irrigation issue was the catheter. The error noted on the irrigation pump was ¿no flushing possible¿. They tried to flush the pentaray nav catheter to see if there was flushing coming out of the catheter.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).